Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2002 - the patient was diagnosed with a cystourethrocele, mild rectocele, urinary incontinence and enterocele. The patient underwent a mosques' closure of cul-de-sac, sacrocolpopexy with implant of a bard/davol flat mesh and a burch suspension of the bladder neck. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent due to a review of medical records provided to davol by the patient's attorney. Based on the additional information provided, the patient underwent additional surgical procedures post implant of the bard flat mesh, however, there was no mention of any visualization or involvement of the bard flat mesh in those subsequent procedures. No additional information has been provided beyond the (B)(6) 2002 procedure. There is no direct allegation of patient harm associated to the bard flat mesh implanted that was found. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2002 - the patient was diagnosed with urinary incontinence, cystourethrocele with enterocele and mild rectocele. The patient underwent mosque's closure of cul-de-sac with sacrocolpopexy with implant of bard flat mesh and burch suspension of the bladder neck. (B)(6) 2002 - the patient had an md office exam with complaints of urinary leakage and during exam was to have a rectocele and cystocele. (B)(6) 2002 - the patient was diagnosed with stress urinary incontinence secondary to pelvic relaxation and underwent a bladder neck suspension with non-davol bard sutures. (The operative details provided did not mention any visualization or involvement of the bard flat mesh.) (B)(6) 2002 & (B)(6) 2002 - the patient had md office exams with complaints of a small ulcer on her urethra, a recent bout of cystitis and a "pulling sensation with voiding." The patient was treated by her medical doctor and recommended not to lift anything heavy. (B)(6) 2002 - the patient was diagnosed with suture erosion and underwent removal of a non-bard davol suture from her stamey procedure in (B)(6) 2002. (The operative details provided did not mention any visualization or involvement of the bard flat mesh.)

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provide the weight for the patient and to address the allegation of infection. In regards to infection, the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available no definitive conclusion can be made.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2002 - the patient was diagnosed with a cystourethrocele, mild rectocele, urinary incontinence and enterocele. The patient underwent a mosques' closure of cul-de-sac, sacrocolpopexy with implant of a bard/davol flat mesh and a burch suspension of the bladder neck. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum: based on the patient's legal fact sheet, it was alleged the patient experienced pain, urinary/bowel problems and infection.